Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the adhesive was found to be soaked with insulin, indicating a leakage, though the cannula was not bent and no visible damage to the infusion set was observed. The patient experienced increased glucose level, reaching 400 mg/dl. The patient administered a manual insulin injection and changed the infusion set, after which glucose levels decreased to 380 mg/dl.